Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl and blood glucose was 130 mg/dl at the time of call. The customer declined troubleshooting for high blood glucose. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Troubleshooting was performed and there were no issue found on the insulin pump. The insulin pump will not be returned for analysis.